Event description:
The complainant reported patient of unknown age received hemodynamic support from an impella cp smart assist heart pump. When the automated impella controller (aic) was booted up, there was a ¿error of the purge system¿ displayed prompting another console to be used instead. Pump was ultimately explanted the day after. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported aic - purge issue ¿ other has been completed. Data analysis showed that low purge pressure and air in purge pressure alarms were most likely due to a kinked purge line on (B)(6). At the same time of those alarms, ic3179 is booted up and immediately had a controller failure for alarm. Reviewing the logs, the same alarm, fast toggled on boot up on (B)(6)repeatedly triggering and clearing. The alarm resolved when the purge cassette was inserted. During testing, the failure mode was reproduced on an engineering bench. On boot up, the alarm triggered only resolving when the purge cassette was inserted. Swapping out the pud with a known good caused the alarms to not return. While investigating the console, the purge shaft was also found to be difficult to turn due to dried glucose. Based on clinical description and data analysis, the root cause of the alarms was caused by a malfunctioning purge unit driver. The blocked purge shaft was most likely caused by a glucose ingress.